Event description:
Reporter alleged discrepant blood glucose values of 44 mg/dl at 3:49 pm back to back with a result of 122 mg/dl when testing was performed at 3:54 pm on the aviva system. The location of the testing was in an endocrinology consultants office where customer was reportedly sent to lower glucose levels, however, it was not reported due to the meter. As a result of the comparison, customer took 3 glucose tablets, however, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.